Event description:
This spontaneous case was reported by a consumer via a lawyer and describes the occurrence of fallopian tube perforation ('perforation of the fallopian tubes /migration of the essure device to the abdominal or pelvic cavity'), uterine perforation ('perforation of the uterus') and perforation ('perforation of other organs') in a female patient who had essure (batch no. 664661) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria hospitalization, disability and intervention required), uterine perforation (seriousness criteria hospitalization, disability and intervention required), perforation (seriousness criteria hospitalization, disability and intervention required), abdominal pain ("chronic abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), immune-mediated adverse reaction ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (removal of the essure devices). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, uterine perforation, perforation, abdominal pain, pelvic pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, immune-mediated adverse reaction, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, immune-mediated adverse reaction, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: the plaintiff was injured severely and permanently. She has suffered and will continue to suffer ongoing physical symptoms and mental anguish, despite the surgical removal of the essure device. Most recent follow-up information incorporated above includes: on 30-mar-2022: processed with initial case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of the fallopian tubes /migration of the essure device to the abdominal or pelvic cavity'), uterine perforation ('perforation of the uterus') and perforation ('perforation of other organs') in a female patient who had essure (batch no. 664661) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria hospitalization, disability and intervention required), uterine perforation (seriousness criteria hospitalization, disability and intervention required), perforation (seriousness criteria hospitalization, disability and intervention required), abdominal pain ("chronic abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), immune-mediated adverse reaction ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (removal of the essure devices). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, uterine perforation, perforation, abdominal pain, pelvic pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, immune-mediated adverse reaction, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, immune-mediated adverse reaction, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: the plaintiff was injured severely and permanently. She has suffered and will continue to suffer ongoing physical symptoms and mental anguish, despite the surgical removal of the essure device. Lot number:664661. Manufacture date: 2009-09. Expiration date: 2012-09. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 20-apr-2022: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tubes /migration of the essure device to the abdominal or pelvic cavity"), uterine perforation ("perforation of the uterus") and perforation ("perforation of other organs") in a female patient who had essure inserted (lot no. 664661). Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("unintended pregnancy"). The patient had a medical history of loop electrosurgical excision procedure and parity 3. Concurrent conditions were listed as back discomfort, pruritus, suprapubic pain and menorrhagia. Concomitant products included anaprox (naproxen sodium) and mirena (levonorgestrel). On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2011. On unknown date she experienced fallopian tube perforation (seriousness criteria hospitalisation and intervention required), uterine perforation (seriousness criteria hospitalisation and intervention required), perforation (seriousness criteria hospitalisation and intervention required), abdominal pain ("chronic abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reactions"), immune-mediated adverse reaction ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (vaginal hysterectomy). At the time of the report, the outcomes for these events were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, immune-mediated adverse reaction, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: the plaintiff was injured severely and permanently. She has suffered and will continue to suffer ongoing physical symptoms and mental anguish, despite the surgical removal of the essure device. On (B)(6) 2009-could not cannulate left side. We decided to do an x-ray, plain film of the abdomen, to see if there was a mirena iud in the peritoneal cavity and clearly there was not. The left tubal filshie clip could be seen but no other foreign body. We also x-rayed the uterus itself and noted that there was no mirena iud in the myometrium. However, the filshie clip was present in the myometrium and it was extruded. In retrospect, most likely what had happened in this case was that the patient had expelled the mirena iud spontaneously, unbeknownst to her, after about 6 to 8 months following insertion. Then, the ultrasound was interpreted incorrectly as showing an iud perforation into the myometrium when most likely what was seen in the myometrium was the essure implant which had been present only on 1 side, the right side. This misinterpretation led to the conclusion that the iud had perforated when in fact in all likelihood almost certainly it had been expelled unbeknownst to the patient. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) -2014: reason for exam: 2 month history of dyspareunia + bleeding per rectum post coitally. Previous hysterectomy with conservation of ovaries. No change in bowel habit. Need to exclude an intra-abdominal mass as the likely cause for her symptoms. Findings: uterus is not identified, by history surgically absent. The left tubal ligation clip is seen in pelvis. Impression: no pelvic masses or other cause for provided symptoms identified. [Pathology test] on (B)(6) 2011: specimen description: uterus and cervix, clinical information: menorrhagia. History of hsil; infectious patient: no immunocompromised: no history of neoplasm: no diagnosis: uterus, hysterectomy with: cervix: no histopathologic change endocervical canal: no histopathologic change endometrium: secretory type, negative for hyperplasia and neoplasia myometrium: no histopathologic change gross description: smooth tubal clip as well as pieces of wire with a coil representative of a birth control device. [X-ray] on (B)(6) 2011: reason for exam: iud missing, images of abdomen and uterus abdomen multiple views: the bowel gas pattern is within normal limits. A single tubal ligation clip is identified within the left side of the pelvis. No intrauterine contraceptive device is demonstrated. Specimen radiograph of the uterus: no radiopaque foreign bodies are identified. Iud not identified within the specimen. Lot number:664661, manufacture date: 2009-09, expiration date: 2012-09. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 24-apr-2024: medical record received. Lab data including (surgical pathology report) added. Concomitant conditions, concomitant drugs, medical history were added. Reporter causality comment updated. Patient information & new reporters were added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.